Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
During rv lead extraction/ gen change / new rv lead placement today; md noted a visual insulation fracture on this ra lead approximately 4 cm distal from the lead pin per him. All lead measurements wnl. He repaired the lead with a lead repair kit made by guidant. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.